Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the electrode wire on the tip broke completely off. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna - product number: ps300-002 - lot number: 0211055929 - expiration date: 11-apr-2019 - quantity returned: 1 visual inspection: testing performed: device packaging inspection: one returned plasmablade- tna device with attached adenoid tip was received inside a cardboard box within two biohazard bags then within a plastic bag with no packaging to fill the negative space. Tyvek® lid returned; the device information was confirmed against the information listed within gch from the tyvek® lid. No paperwork was provided. Device visual inspection: the tna adenoid tip is used with tissue and coagulum buildup on the electrode wire, electrode housing and inside the suction opening, figure # 1 thru figure # 5. The tna adenoid tip electrode wire is fractured and detached from the electrode tip housing which visually relates to the reported complaint description, all other components appear in place and intact, figure # 1 thru figure # 5. Additionally, it was found that the electrode tip housing is melted. The suction opening contains tissue and coagulum buildup. See reference new adenoid tip for comparison, figure # 6 functional inspection: the functional inspection portion of the complaint investigation was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211055929 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed in the laboratory environment. The returned plasmablade tna adenoid tip reveals evidence of electrode fracture, detachment, and melting of the electrode wire housing. Improper cleaning and use contribute to this failure mode. This complaint has been seen in the past and been addressed through situation analysis 13-90-0014. It cannot be determined how or when the electrode wire was damaged. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices - 31-10-1370 rev. H - product specification and quality plan - tna product family - 70-10-1447 rev. C - peak plasmablade- tna - IFU - 13-90-0014 rev. F - situation analysis for plasmablade- adenoid tip electrode detachment - effectiveness results and closure. CAPA - pr 175100 - rev. F - adenoid tip assembly test equipment: the functional inspection was not performed because the complaint was confirmed via visual inspection, therefore, no test equipment was utilized. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the beginning of an ent case, the wire tip on the device broke off. There was patient impact and the surgeon reported nothing fell into the patient. Additional failure found during analysis reported the electrode tip housing was also melted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.